Event description:
Information received indicates the head hi/low is drifting down slowly when the bed is raised all the way up.

Manufacturer narrative:
The technician replaced the head hi/low up and down valves to repair the bed.